Event description:
Information received indicates the right siderail weldment is bent, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the left siderail to repair the bed.